Event description:
It was reported, that this right atrial lead (ra) exhibited noise on the atrial channel. Technical services clarified that this was, due to a transient high impedance condition on the respiratory rate sensor (rrt). Technical services switched the rrt from the atrial lead to the right ventricular lead. It was decided, that the patient will continue to be monitored in case this would recur. This lead remains in service. No further adverse patient effects were reponed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).